Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device does not pass the electrode test every time. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor assy, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.